Event description:
Caller reported that customer had a pt with negative urine hcg results with consult diagnostics hcg cassette vs. Serum positive result. Distributor rep reported that a pt was negative when using the pss hcg cassette and the blood test gave a positive result. When technical service rep contacted the customer they were not able to provide any further info other than the lot number. The customer agreed that this may have been an isolated incident and will call back if necessary.

Manufacturer narrative:
Control lot: 20miu/ml hcg urine lot: (B)(4), 100miu/ml hcg urine lot: (B)(4), 244.7iu/ml hcg urine lot: (B)(4), summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=4). The 244.7iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observations could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain product. Results met qc specification. No false negative was observed. Mfg batch record review did not observe failure. Root cause could not be determined from the info provided by the customer. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.